Manufacturer narrative:
H10: claimed unit was returned for investigation and the reported malfunction was reproduced. The cause of reported failure is an inadequate occlusion force of the evo clamp. The motor current was adjusted and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Corrective action are in place for this issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in marseille, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) was not working properly during procedure. Reportedly the clamp was not occlusive. Despite the calibration of the clamp the problem persisted. There was no report of patient injury.